Event description:
It was reported that during a follow-up, the pulse generator exhibited low ventricular lead impedance. The device was explanted and replaced. The patient was in good medical condition after the event.